Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through a medwatch report (mw5087699) "required hip replacement. Doctor installed a stryker accolade femoral component. I require three more surgeries including two hip replacements. Five plus years of pain." Spoke to patient: patient stated he is not sure if he was revised to stryker devices. Update 13-dec-2019: as per opt report received, the patient was implanted on (B)(6) 2014 and revised on (B)(6) 2018 due to metallosis/trunnionosis. The femoral head remained implanted.